Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system: battery, model #: 1650 / catalog #: 1650/ expiration date: 31-jan-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 17-jan-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited several controller fault alarms due to depleted internal battery and powered- up due to loss of power. The loss of power was triggered when the two batteries could not provide power even when the patient did not disconnect both batteries. The controller remains in use and the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the controller ((B)(6)) and two batteries ((B)(6)) were not returned for evaluation. Analysis of log files revealed a controller power up event on 19-mar-2022 at 00:50:38. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2) with 99% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. No anomalies were observed prior to the loss of power. Additionally, alarm log file revealed five (5) controller fault alarms on 19/mar/2022 between 00:45:35 and 16:32:56, indicating an issue with the internal battery. As a result, the reported loss of power and controller fault alarms events were confirmed; however, the reported batteries unable to provide power event could not be confirmed. A possible root cause of the loss of power can be attributed, but not limited, to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Possible root causes of the reported batteries unable to provide power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.